Event description:
Revision surgery - due to an infection.

Manufacturer narrative:
The reason for this revision surgery was an infection. The implanted date was not provided, so the in-vivo length of time can not be calculated. No information was submitted with the complaint regarding the patient. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. The lot number of the device involved in this event was not provided, therefore this part could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. In addition to the lot number not being supplied, information regarding cultures identified in the infection and the severity of the infection was not supplied. Attempts were made to obtain the lot number of the device that was removed; however, this information was not available. Without this information, this investigation is limited in scope. There are multiple factors that may contribute to an infection, with the limited information provided about the patient and the device removed during the revision surgery, it is impossible to determine the source or root cause of the infection.